Manufacturer narrative:
Midmark dispatched a servicer to the facility to evaluate, repair, and perform any necessary maintenance on other lights that were within the facility. A new light was installed in place of the light with which the instance occurred. At the time of this report, midmark had requested for the product to be returned and had not received it.

Event description:
This report summarizes 1 malfunction event that occurred on or about (B)(6) 2021 per notice to midmark. It was stated that a model 255 procedure light head fell from the ceiling due to stripped or broken bolts. No injury was reported with this instance.

Event description:
This report summarizes 1 malfunction event that occurred on or about (B)(6) 2021 per notice to midmark. It was stated that a model 255 procedure light head fell from the ceiling due to stripped or broken bolts. No injury was reported with this instance.

Manufacturer narrative:
Midmark dispatched a servicer to the facility to evaluate, repair, and perform any necessary maintenance on other lights that were within the facility. A new light was installed in place of the light with which the instance occurred. At the time of this report, midmark had requested for the product to be returned and had not received it.